Manufacturer narrative:
As reported, on may 24th 2017, a detailed testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4). These samples were from the catalog part number 534-618t infiniti 6, and they were extracted from the lot number 17656387, this lot was manufactured on march 21st 2017. According to the FDA's testing report analysis, labeled as sample number 1006582, the results of the inspections stated "samples fail to conform to the manufacturer specification as tested". The findings on the testing report were: four samples out of twenty were found to have visual defects. Per the FDA¿s testing report analysis, sample two, fifteen and seventeen showed a contamination in unopened pouch and sample one showed a catheter tip contamination in unopened pouch. Zero samples out of twenty were found to have dimensional defects. Zero samples out of ten were found to have functional defects. Only pictures were received of the contamination, it did not specify type or size of the contamination. The integrity of the pouch was not compromised. The products were not returned for analysis. A file with pictures of the complaint products were received attached to the complaint electronic file. Per visual analysis of received pictures for complaint unit identified as ¿sub 1¿ (B)(4) contamination was observed on the catheter tip. Also for complaint units identified as ¿sub 2¿, ¿sub 15¿ and ¿sub 17¿ (B)(4) contamination was observed on the inner pouch of the units. However, as the contaminants could not be measured, it is unknown if it was within specification. A device history record (DHR) review of lot 17656387 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17656387 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. The reported ¿catheter (body/shaft) foreign material prior to use¿ was confirmed through picture analysis since contamination was observed on the tip of the complaint unit identified as ¿sub 1¿. The reported ¿packaging/pouch/box foreign material in sterile package¿ was also confirmed through picture analysis since contamination was observed in the sterile pouch of complaint units identified as ¿sub 2,¿ ¿sub 15,¿ and ¿sub 17.¿ however, it is unknown if it was within specification since the contaminants could not be measured with product return. The exact cause of the failure could not be conclusively determined during picture analysis. Based on the limited information available for review, it is not possible to determine the contributing factors for this issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received pictures, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, a risk assessment and investigation was initiated to address this issue.

Manufacturer narrative:
The following sections were updated accordingly: date received by manufacturer, type of reportable event. If follow up what type, evaluation codes, narrative text. As reported, on may 24th 2017, a detailed testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4). These samples were from the catalog part number 534-618t infiniti 6, and they were extracted from the lot number 17656387, this lot was manufactured on march 21st 2017. According to the FDA's testing report analysis, labeled as sample number (B)(4), the results of the inspections stated "samples fail to conform to the manufacturer specification as tested". The findings on the testing report were: four samples out of twenty were found to have visual defects. Per the FDA¿s testing report analysis, sample two, fifteen and seventeen showed a contamination in unopened pouch and sample one showed a catheter tip contamination in unopened pouch. Zero samples out of twenty were found to have dimensional defects. Zero samples out of ten were found to have functional defects. Only pictures were received of the contamination, it did not specify type or size of the contamination. The integrity of the pouch was not compromised. The products were not returned for analysis. A file with pictures of the complaint products were received attached to the complaint electronic file. Per visual analysis of received pictures for complaint unit identified as ¿sub 1¿ ((B)(4)) contamination was observed on the catheter tip. Also for complaint units identified as ¿sub 2¿, ¿sub 15¿ and ¿sub 17¿ ((B)(4)) contamination was observed on the inner pouch of the units. A device history record (DHR) review of lot 17656387 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17656387 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. The reported ¿catheter (body/shaft) foreign material prior to use¿ was confirmed through picture analysis since contamination was observed on the tip of the complaint unit identified as ¿sub 1¿. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of complaint units identified as ¿sub 2,¿ ¿sub 15,¿ and ¿sub 17.¿ however, the exact cause of the failure could not be conclusively determined during picture analysis. Based on the limited information available for review, it is not possible to determine the contributing factors for this issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received pictures, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, an investigation was initiated to address this issue.

Manufacturer narrative:
As reported, on may 24th 2017, a detailed testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4). These samples were from the catalog part number 534-618t infiniti 6, and they were extracted from the lot number 17656387, this lot was manufactured on march 21st 2017. According to the FDA's testing report analysis, labeled as sample number 1006582, the results of the inspections stated "samples fail to conform to the manufacturer specification as tested". The findings on the testing report were: four samples out of twenty were found to have visual defects. Per the FDA¿s testing report analysis, sample two, fifteen and seventeen showed a contamination in unopened pouch and sample one showed a catheter tip contamination in unopened pouch. Zero samples out of twenty were found to have dimensional defects. Zero samples out of ten were found to have functional defects. Only pictures were received of the contamination, it did not specify type or size of the contamination. The integrity of the pouch was not compromised. The products were not returned for analysis. A file with pictures of the complaint products were received attached to the complaint electronic file. Per visual analysis of received pictures for complaint unit identified as ¿sub 1¿ (case-2017-00013065-1) contamination was observed on the catheter tip. Also for complaint units identified as ¿sub 2¿, ¿sub 15¿ and ¿sub 17¿ (case-2017-00013065-2, case-2017-00013065-3, and case-2017-00013065-4) contamination was observed on the inner pouch of the units. A device history record (DHR) review of lot 17656387 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17656387 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. The reported ¿catheter (body/shaft) foreign material prior to use¿ was confirmed through picture analysis since contamination was observed on the tip of the complaint unit identified as ¿sub 1¿. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of complaint units identified as ¿sub 2,¿ ¿sub 15,¿ and ¿sub 17.¿ however, the exact cause of the failure could not be conclusively determined during picture analysis. Based on the limited information available for review, it is not possible to determine the contributing factors for this issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received pictures, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was in specification. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17656387 presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4).

Event description:
As reported, on may 24th 2017, a detailed testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4).  These samples were from the catalog part number 534-618t infiniti 6, and they were extracted from the lot number 17656387, this lot was manufactured on march 21st 2017. According to the FDA's testing report analysis, labeled as sample number (B)(4), the results of the inspections stated "samples fail to conform to the manufacturer specification as tested". The findings on the testing report were: four samples out of twenty were found to have visual defects.  Per the FDA¿s testing report analysis, sample two, fifteen and seventeen showed a contamination in unopened pouch and sample one showed a catheter tip contamination in unopened pouch.  Zero samples out of twenty were found to have dimensional defects.  Zero samples out of ten were found to have functional defects.  Only pictures were received of the contamination, it did not specify type or size of the contamination.  The integrity of the pouch was not compromised.